Manufacturer narrative:
The lot number for both malfunctions were provided and a lot history review was performed. The device has not been returned for evaluation, therefore, the investigation is inconclusive for malposition of device as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model rf320j vena cava filter allegedly experienced malposition of device. This information was received from various sources. Both malfunctions involved patients with no patient consequences. Age, gender and weight of both patients were not provided.

Manufacturer narrative:
H10: the lot number for both malfunctions were provided and a lot history review was performed. The device has not been returned for evaluation for both malfunctions, however, medical records were provided for both malfunctions. For one malfunction, the investigation is inconclusive for tilt and occlusion. For another malfunction, the investigation is confirmed for alleged filter tilt and perforation of the inferior vena cava (ivc). Based on the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: g4 h11: b5, h6(results) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model rf320j vena cava filter allegedly experienced malposition of device.this information was received from various sources. Both malfunctions involved patients with no patient consequences. One patient is a 51 year old male, whose weight was not provided. The another 71 year old male patient was 301 pounds.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model rf320j vena cava filter allegedly experienced malposition of device.this information was received from various sources. Both malfunctions involved patients with no patient consequences. One patient is a 51 year old male, whose weight was not provided. The other patient's age, weight, and gender were not provided.

Manufacturer narrative:
H10: the lot number for both malfunctions were provided and a lot history review was performed. The device has not been returned for evaluation for both malfunctions, however, medical records were provided for one malfunction. The investigation is confirmed for occlusion and inconclusive for tilt. For the malfunction that did not provide medical records, the investigation is inconclusive as no objective evidence was provided for review. The definitive root cause could not be established. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.